Event description:
A customer reported an issue with their insulin pump inaccurately displaying the amount of insulin units, showing significantly less than expected, which has been ongoing for four weeks. Technical support advised the customer to contact them for active fill estimate issues and noted the customer¿s acknowledgment of this guidance. There was no reported adverse impact to the customer's blood glucose level. No other information was obtained.